Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ perforation (uterus)") in a 32-year-old female patient who had essure (batch no. 626215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had never undergone a hsg to confirm tubal occlusion". The patient's past medical history included miscarriage and grand multiparity (body mass index of 40.). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included mass nos, adnexa uteri cyst, uterine leiomyoma, menstrual cycle abnormal (patient's last menstrual period was (B)(6)2015) and obesity. On (B)(6)2008, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia/ I was bleeding very heavily") and fatigue ("fatigue/ I was feeling exhausted all the time"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal disorder ("vaginosis"), vaginal odour ("vaginal odor/ odors so bad that I had to leave work"), abdominal pain ("abdomen pain"), back pain ("lower back pain") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, vaginal disorder, vaginal odour and blood urine present outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, blood urine present, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and vaginal odour to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2015: displaced right essure coil on (B)(6)2015: gross description: specimen a is labeled with the patient¿s ame and "uterus and cervix and bilateral fallopian tubes with essure." Received in formalin is 114 gram uterus and cervix with attached bilateral fimbriated fallopian tubes. The uterus and cervix measure 96 x 65 x 45 cm the uterine body is predominantly uniform and the serosa shows foci of tan adhesions. Protruding from the right side dome of uterus, approximately 0.7 cm from the right side cornu, there is protruding coiled structure consistent with essure measuring 1.5 cm in length with a diameter up to 0.2 cm. The structure shows delicate tan adhesions. The endocervix is pink-white with a 0.6 cm os. The uterus and cervix are opened and the endocervical canal is pink-tan, blood-tinged with folds. The endometrial cavity is triangular and lined with a blood-tinged mucosa, 0.2 cm thick. At the right side cornu essure structure is identifed at the endometrium, 0.5 cm in length and grossly protrudes the right side uterine wall at the dome without ex:ension to the lumen of the right fallopian tube left side cornu shows essure structure at the endometrial cavity, 02 cm in length with extension to the left side lumen of the left fallopian tube. The myometrium of the uterine body 15 pink-tan and mildly trabeculated there are two small intramural pink-white whorled rubbery nodules. 05 cm and 0.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, vaginal disorder, vaginal odour, abdominal pain, back pain, blood urine present, device monitoring procedure not performed were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Update of FDA codes and device problem codes, addition of ptc global number were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ perforation (uterus)") in a 32-year-old female patient who had essure (batch no. 626215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had never undergone a hsg to confirm tubal occlusion". The patient's past medical history included miscarriage and grand multiparity (body mass index of 40.). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included mass in abdomen, adnexa uteri cyst, uterine leiomyoma, menstrual cycle abnormal (patient's last menstrual period was (B)(6)2015) and obesity. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia I was bleeding very heavily") and fatigue ("fatigue I was feeling exhausted all the time"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bacterial vaginosis ("bacterial vaginosis"), vaginal odour ("vaginal odor odors so bad that I had to leave work"), abdominal pain ("abdomen pain"), back pain ("lower back pain") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, bacterial vaginosis, vaginal odour and blood urine present outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, blood urine present, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: two coils were noted at the ostia and the springs were loaded in the tube itself. The clips were then placed to the right. There was some difficulty finding the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: displaced right essure coil . On (B)(6)2015: gross description: specimen a is labeled with the patient¿s ame and "uterus and cervix and bilateral fallopian tubes with essure." Received in formalin is 114 gram uterus and cervix with attached bilateral fimbriated fallopian tubes. The uterus and cervix measure 96 x 65 x 45 cm the uterine body is predominantly uniform and the serosa shows foci of tan adhesions. Protruding from the right side dome of uterus, approximately 0.7 cm from the right side cornu, there is protruding coiled structure consistent with essure measuring 1.5 cm in length with a diameter up to 0.2 cm. The structure shows delicate tan adhesions. The endocervix is pink-white with a 0.6 cm os. The uterus and cervix are opened and the endocervical canal is pink-tan, blood-tinged with folds. The endometrial cavity is triangular and lined with a blood-tinged mucosa, 0.2 cm thick. At the right side cornu essure structure is identifed at the endometrium, 0.5 cm in length and grossly protrudes the right side uterine wall at the dome without ex:ension to the lumen of the right fallopian tube left side cornu shows essure structure at the endometrial cavity, 02 cm in length with extension to the left side lumen of the left fallopian tube. The myometrium of the uterine body 15 pink-tan and mildly trabeculated there are two small intramural pink-white whorled rubbery nodules. 05 cm and 0.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint)) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.